Manufacturer narrative:
Concomitant product: product ID: 8709, lot# j0039928r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from an healthcare provider (hcp), via a company representative, regarding a patient who was receiving dilaudid (lot number, concentration, dose, and dated of therapy were not available) via an implantable pump. Indications for use included non-malignant pain. Medical history and concomitant medications were unable to be obtained. On an unspecified date 2 to 3 weeks ago (as of (B)(6) 2015), the patient fell and the pump flipped inside of them; the patient flipped it back to a normal position. On an unspecified date last week (as of (B)(6) 2015), when they were refilled by their home care agency, they were supposed to have 12 cc of medication left, but they had 35 cc of medication left; the patient also had a return of symptoms. On (B)(6) 2015, the patient had a dye study, but the healthcare provider (hcp) was unable to withdraw drug or cerebrospinal fluid (csf). The patient was supplemented with unspecified oral pain medications. As of (B)(6) 2015, the issue had not been resolved, the pump and catheter remained implanted and in service, no surgical intervention had occurred, it was unknown if surgical intervention was planned, and the patient status was reported as "alive - no injury." Additional information regarding drug details, medical history, concomitant medications, action/intervention, causality, and outcome have been requested. If additional information is received, a follow-up report will be sent.